Event description:
A nurse from the oncology clinic reported when infusing IV fluid through the tubing and utilizing a lifeshield 1.2 micro filter macrobore extension set, a leak occurred at the connection to the maxplus cap, despite a secure twist of the luer lock, the fluid still manages to drip out. There was no report of pt harm or medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results, should the device be received for eval.